Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a099. Device evaluation summary: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 22 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photo evaluation summary: six pictures were provided. Pictures one and two show the distal end of a device with the slip block assembly damaged. Pictures three and four show the halves of a device with the slip block assembly damaged and with the firing knob detached from the device. Picture five shows two packaging boxes of a ntlc55 device from the top view. Picture six shows two packaging boxes of a device from the bottom view. The lots number r40z02 and r40x3w and the expiration dates 2023/08/31 and 2023/08/31 can be seen. Based on the photos reviewed the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: did the ntlc55 device partially fire, with the cut line and staple line equal in length?cutter should separate 2 intestinal ends in between the staple row. It was possible until the staple row then there was a resistor. During higher effort the cutter was broken and pieces felt on the patient. Did any pieces of the device fall into the patient? Not into the patient, they felt on the patient if yes: how were the handle pieces retrieved? Retrieved per hand.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the ntlc55 device partially fire, with the cut line and staple line equal in length? Did any pieces of the device fall into the patient? If yes: how were the handle pieces retrieved?

Event description:
It was reported that during an unknown procedure, during 2nd staple with 75mm reload the stapler could only released till the origin staple line (till the half). The trigger mechanism (handle) was broken. During fixing the reload there was no resistance - stapler stapled without problem. Thereupon a ntlc55 was opened. During release the reload the handle is also broken. Like the first time with the ntlc75 a 1.5cm plastic part was broken (same fracture point). The apply of the reload (blue) bevor was also without a resistance. The adjustment from the staple line depth wasn´t changed during triggering. There were no consequences for the patient.